Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: synergy, ous, mr 2.25x20mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found that the sixth strut from the proximal end was damaged; appeared dented. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. A visual examination of the balloon was performed and no issues were identified with the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other damage noted on the device during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 06-mar-2018. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.25 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications nor injuries were reported. However, returned device analysis revealed stent damage.